Event description:
It was reported that while unpacking a shipment, it was noted that the packaging of the device was cracked. It was also reported that the device was not used on a pt and the sterile area was not compromised. It was further reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The device subject to this investigation was returned for eval. It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.